Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the actual device was returned for evaluation. The saw handpiece was returned for evaluation. All testing passed and the reported issue was not replicated, however it was found that the handpiece was misassembled. Therefore, the reported issue could not be confirmed. The alleged oil leakage issue and miss assembly has been addressed as a non-conformance in the quality system. Further investigation will be conducted there. The most probable root cause could not be determined. Device history record shows that the device was processed through the normal installation and inspection operations with no rework or nonconformities noted. The device met all required criteria at the time of release with no issues documented during the installation process.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that following sterile processing, it was discovered that two (x2) robotic assisted saw handpiece devices were leaking oil. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. This is report 2 of 2 for (B)(4).